Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alert conditions. During simulation testing, the device was found to provide accurate measurements. No performance issues were identified. The reported issue was unable to be confirmed. Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: 2303 1068221.

Event description:
The customer reported: the co measurement does not work. A replacement clip received from mr. Dreher, the problem persists. The error often occurs sporadically. All values only work the co measurement has either 3 (-) or shows a 1 going down to 0. Then you turn the device on again and it all works again. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(4).

Event description:
The customer reported: the comeasurement does not work. A replacement clip received from mr. Dreher, the problem persists. The error often occurs sporadically. All values only work the co measurement has either 3 (-) or shows a 1 going down to 0. Then you turn the device on again and it all works again. No consequences or impact to patient were reported.